Event description:
It was reported that the customer had normal blood glucose levels of 6.5 mmol/l. The customer reported having had high blood glucose levels a few days before the call. No exact blood glucose levels were provided. It was reported that the customer did not receive any no delivery alarms from the insulin pump. The customer also reported that there was a scratch on the display of the insulin pump. Troubleshooting was done. A self-test performed on the insulin pump passed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.